Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg reached end of life, it is unknown if this occurred prematurely. The patient experienced ineffective therapy due to both of the l1 leads and the l4 lead migrating. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and leads were explanted and replaced.